Event description:
The reporter stated that the cuff was "defective." The reporter stated that the patient was comatose (unresponsive), and the emergency team was called by the wife. Oxygen was administered. The patient made a full recovery and sustained no injuries due to the event.

Manufacturer narrative:
The cuff leaked due to the cuff band peeling away from the tube shaft. No direct cause could be determined. However, this sort of damage may occur as a result of over-inflation of the cuff during use or as a result of insufficient adhesive resulting in poor bonding of the cuff material to the tube shaft. The device history was reviewed and was acceptable. Review of the complaint database indicates this is the fourth reported separation issue on this product code in the last 24 months. One of these was determined to be a user issue. No root cause could be determined for the others. Smiths was able to confirm the issue; however, no direct cause could be determined. This issue is being monitored for trend. No additional action is necessary at this time.